Event description:
It was reported by repair work order that the customer alleged that the siderail would not latch. Upon inspection of the unit by the service technician, it was identified that the right siderail weldment which attaches the siderail to the frame had a broken weld, which caused the siderail to no longer latch in the upright position.